Manufacturer narrative:
Chunks of adhesive have been reported to come out of the patient's treatment area. The patient had several debridement procedure up most of the leg, approximately every few inches. The patient has been on oral and IV antibiotics since one month after the procedure (december). Patient had PICC line removed approximately three months after the explant. An infectious disease physician has commented that the vein may be removed if the infection was to return. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, venaseal occluding device was used for treatment. Patient reported that post procedure, the opening (access site) never healed. There was discharge and granules oozing from the treated leg. Eventually the vein developed sore every inch or so up the treated leg. I <(>&<)> d culture showed pseudomonas. Patient was hospitalized twice for IV antibiotics and debridement surgery. Patient then had a pic lin inserted and administered abx three times a day. Approximately three months post procedure, the polymerized was explanted. No further patient injury reported.

Manufacturer narrative:
Image review: one image was returned for evaluation. Visual inspection of the image reveal polymerized material protruding from patient open sore. Dried eschar was also observed. If information is provided in the future, a supplemental report will be issued.